Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete testing) has been confirmed. Upon investigation the trunk cable connector pins were bent and the electrode belt was unable to connect to a monitor. The root cause for the bent pins was physical abuse. No adverse event resulted from the bent pins.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to complete incoming functionality testing.